Event description:
It was reported the pt is not receiving stimulation. A sjm rep was unable to establish communication with the pt's scs ipg using multiple charging systems and the pt's programmer. The pt has not charged in some time. F/u identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.